Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. It was reported that during clinical use, the device did not sound an audible alarm during an alarm condition. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.